Event description:
Rfu35 on multiple stryker altrix patient warmers. Additional information received from a reporter on 12/18/20. The rfu35 is an error code which means there is a blockage in water flow. FDA safety report ID # (B)(4).